Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were unresponsive on the insulin pump. The customer's blood glucose was 153 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.